Event description:
Claimant injured her finger on tanning bed fan blade.

Manufacturer narrative:
Tanning booth complies with etl/ul standard 482. Fan shroud came off fan and customers finger came in access with the rotating fan blades. Important to note the fan in question is located at the foot end of the device away from all user controls.